Event description:
It was reported that during a "søren lunde" procedure, after some time the instrument couldn¿t open. The device was not on an artery or vessel when it would not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade/ the jaw was damaged not all testing was performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to fully cycle open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.